Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The issue of return instrument test/evaluation (rite) functional test failed in fill 1, drain 1, fill 2, and drain 2 & last fill was confirmed by review of the rite functional test report. No problems were revealed during inspection and all connections were correct and secure. The cause of the rite failure was determined to be a combination of torn ld foam and cracked door piston. A service history review (shr) revealed no issues that may have contributed to the reported failure. The device was sent to servicing for correction and the door piston foams and door piston were scrapped.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to therapy monitored volume failed performance specification. There was no patient involvement.